Event description:
Device returned to manufacturer by foreign reporter with report of patient experiencing lethargy and "other minor symptoms of baclofen overdose." Overinfusion of the pump was suspected. Patient experienced symptoms at 100mcg dose as dose was being gradually increased in normal dose titration. Physician attempted decreasing dose gradually to 25 mcg. Symptoms had not disappeared so pump was emptied and 6ml were found rather than the expected 13.1 ml. Pump was tested using normal saline with similar results. Pump was replaced with a new pump and post surgical status of patient is not known to the manufacturer. If more information becomes available a supplemental medwatch report will be filed.